Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screw inside of the proximal body trial broke in two. The torque limiting screw driver hit the floor during surgery and was not available during a portion of the procedure. It was during this time that the trial broke. Five minutes surgical delay. No pieces of instrumentation left in patient.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.